Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: when the pump was inspected the display lens is noted to be cracked across the front of the pump. The pump booted to no display but audio/vibe can be heard and felt. The display was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.